Manufacturer narrative:
No malfunction suspected. The end user failed to exercise caution by operating their power wheelchair on a public roadway and was struck by a motor vehicle. The mesquite police crash report stated the end user was inattentive and should not have been operating the power wheelchair on a public roadway. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The end user's daughter reported while operating the power wheelchair on a public roadway, the end user was struck by a motor vehicle.